Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reason. The lead was in service for over 20 years. No additional adverse patient effects were reported.